Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon performed this urological procedure in laparoscopic technique? Because at the event description ¿they had to convert to open surgery to finish the procedure¿ is mentioned. Was the conversion to an open procedure only caused by the difficulties with the device? What type of echelon did the surgeon used (45 or 60 mm)? Did the surgeon used an echelon endopath® or an echelon flex¿ endopath®? If he used an echelon flex¿ endopath®, was the device fully articulated? Degree of articulation? What type of reload did the surgeon used for the calcified tissue on the kidney hilus? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? ¿the first half of the tissue was not stapled, the second half was.¿ were staples seen in the first half of the staple line, please describe shape. Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? What is the age and sex of the patient? What is the current status of the patient? "Note: the surgeon who used this product was not available for additional comments at this point. Questions are discussed with or staff that was present when the incident occurred. Additional feedback regarding this incident is expected within 24 hours." Did the surgeon performed this urological procedure in laparoscopic technique? Because at the event description ¿they had to convert to open surgery to finish the procedure¿ is mentioned. Yes. Was the conversion to an open procedure only caused by the difficulties with the device? Yes. Additional questions asked: did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? What is the age and sex of the patient? What is the current status of the patient? Received additional information from the sales rep: did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, the surgeon is aware of the advantages of using pre-compression and uses it in his daily practice was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? There was a clip in the area that was stapled, but the surgeon states that he is 100% sure that the clip was visible (and not near the jaw of the ets45) during closing and firing. Were any unexpected noises heard? If so, when? No were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, the force of closing the device was normal, but firing the device was an issue. The device blocked halfway the cartridge, so it was only fired halfway. Afraid of any leakage from the vessel, the device was not opened. They converted to an open procedure with the stapler still in place. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? After they tied the vessels they opened the device without any problems. Was there any difficulty removing the device from the tissue? No what is the age and sex of the patient? Male, 82 with severe arterioscleroses. What is the current status of the patient? The patient had no complications after surgery and was discarded from the hospital. Additional information: dr (B)(6) told me the atherosclerosis of the tissue was very severe (not a specific answer, but the best I can do right now). There were no difficulties loading or unloading the device."

Manufacturer narrative:
(B)(4). Additional information: damaged spring cartridge lockout tab, incomplete firing cycle conclusion: based on the event description and the photographic evidence, the belief is that the event was probably the result of the firing sequence being started, stopped, and restarted causing an inadvertent staple cartridge lock-out. Hands on analysis of the device and staple cartridge should provide the evidence required to determine a cause for this complication. The hands-on analysis showed that the ets45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an urology procedure, the kidney hilus was stapled with the device. The tissue that was stapled had atherosclerosis. The stapler seemed to close normally and fire normally. After opening the device, it was immediately clear that the stapler did not fire correctly. The first half of the tissue was not stapled, the second half was. They had to convert to open surgery to finish the procedure.